Event description:
The surgeon inserted an aa4203tl silicone toric plate lens but it was removed due to being defective. Additional information has been requested from the user facility, but none has been forthcoming.